Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was not connecting. A technical support specialist (tss) addressed an issue where several services failed to start after a test server reboot. The tss manually started the required services and confirmed that the server resumed receiving and processing external messages, with the extract, transform, and load process completing successfully. The test server was identified as being flagged as admission, discharge, and transfer down due to low message activity based on system configuration. The customer was updated by email throughout the process, and normal system operation was restored. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the test server was not connecting properly. Patient information and pharmacy order messages were delayed or down, as indicated in the test healthsight viewer. The issue affected message visibility in the test environment. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.